Event description:
New information reported the device was replaced on (B)(6) 2019. The patient was reported to be stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pocket surrounding the implantable cardiac monitor eroded, resulting in the device becoming exposed and removed. The patient was reported to be stable. No further information was available.